Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from true2go meter to friend's meter; observed 30 mg/dl difference between readings. Back to back blood test non-fasting on (B)(6) 2015 at 02:00pm produced test results of 74 mg/dl using true2go meter and 104 mg/dl using friend's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 105 mg/dl and 105 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/25/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 74mg/dl fasting:no, 84mg/dl fasting:yes, 83mg/dl fasting:yes, 66mg/dl fasting:yes, 92mg/dl fasting:yes, adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from true2go meter to friend's meter; observed 30 mg/dl difference between readings. Back to back blood test non-fasting on (B)(6) 2015 at 02:00pm produced test results of 74 mg/dl using true2go meter and 104 mg/dl using friend's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 105 mg/dl and 105 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/25/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.